Event description:
It was reported that the butt was stuck on the wire. The target lesion was located in a severely tortuous artery. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, the rotawire failed to advance in dynaglide mode, and became tangled with the burr. The procedure was completed with an alternate device. There were no patient complications.